Event description:
It was reported that during an unknown proceudure the handle broken. Changed to another one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4 batch #: c9e15r. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loosen the disposable device from the handpiece. A manufacturing record evaluation was performed for the finished device batch c9e15r, and no non-conformances were identified.